Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction where main drawer 1 failed to open. The customer attempted to recover the failed drawer, but the problem persisted. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a 2apacflex2 failure in the main drawer 1 matrix drawer. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.